Event description:
It was reported that the patient presented with undersensing exhibited on the implantable cardioverter defibrillator. No resolution was performed. The patient condition was unknown.